Event description:
It was reported that the lead was dislodged. During the revision the physician decided to implant a new lead as the lead¿s screw was fixed and was not getting extracted. The patient is fine.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.